Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer chose to change their cartridge and declined further troubleshooting.